Event description:
It was reported that the customer was hospitalized for low blood sugar levels. The customer stated that the night before the event, the pump had enough insulin to carry customer through the night. It was indicated that a few hours later, a friend could not wake customer up when the pump alarmed. At that time, the paramedics were called and customer was transported to the hosp. The customer called back and believes that the pump had over infused and caused customer to have lbgs. After the leadscrew test, it was indicated that the leadscrew had over rotated. The customer was advised that a replacement will be sent.